Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel in the left leg. A 300cm straight tip v-14 controlwire was advanced to cross the lesion. However, the device flexed into a collateral vessel and upon withdrawal, the glide tip became detached from the body of the wire. The broken tip was lodged in the anterior tibial segment and no attempt was made to retrieve the tip as it was noted that there was no risk of harm to the patient. Revascularization of the vessel was unsuccessful due to the patient's disease. No further patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Date of this report: corrected from (B)(6) 2016 to (B)(6) 2016. (B)(4).

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in a vessel in the left leg. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, the device flexed into a collateral vessel and upon withdrawal, the glide tip became detached from the body of the wire. The broken tip was lodged in the anterior tibial segment and no attempt was made to retrieve the tip as it was noted that there was no risk of harm to the patient. Revascularization of the vessel was unsuccessful due to the patient's disease. No further patient complications were reported and the patient's status was stable.